Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a white block on the display that covered a portion of the graphics and text. Customer went to urgent care due to a blood glucose (bg) level of 327 mg/dl. Reportedly, the customer was treated with 10 units of insulin, and released from urgent care 4 hours later. Upon being released, customer¿s bg level was 321 mg/dl and customer was in ¿good¿ condition. Reportedly, customer reverted to manual injections for insulin therapy.